Manufacturer narrative:
Additional information: h10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1019846 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1019846 , test base part number 190-430 / lot: 1019846 . The lot met the required release specifications. (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided.

Event description:
The customer reported two false positive results on a direct tested nasal kitted swab with ID now covid-19 assay performed on (B)(6) 2021. Repeat testing was performed on a new sample. Confirmation testing was performed with pcr and generated negative results. Per the customer, the two patients were symptomatic with allergy symptoms. Additionally, there was no patient harm due to test results. There was no delay or impact of treatment due to test results.